Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital from (B)(6) 2014 for a transischemic attack (tia). The patient's pump powers were unchanged. A head CT was taken and was negative. The patient experienced issues with finding words and mild confusion. The issues resolved on their own after 24 hours.

Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the device and the reported transient ischemic attack (tia) could not conclusively be determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.